Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 457mg/dl and would like to troubleshoot their pump. It was found that the drive support cap was normal. The customer stated that there wer bubbles in the tubing and they were primed out until they were no longer visable. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction however, customer already did this. He customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.